Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the hysteroscope's light post was stuck inside the light lead. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. New information was added to the following fields: d8, d9, h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the lens inside the optical system was damaged. It is likely the defect was caused by the effect of an excessive mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.